Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one dislodged molded insulator on the jaw. Components adjacent to the dislodged molded insulator do not show damage. The complaint regarding the mouth of device cannot be closed was confirmed by failure analysis. The probable root cause can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci assisted surgical procedure, the force bipolar instrument mouth cannot be closed. The procedure was completed with no reported injury.